Event description:
It was reported that the patient experienced repeated scan errors when attempting to apply and pair a new fsl3 plus cgm with the ilet and mobile app, consistent with an intermittent communication failure involving the antenna component of the electrical/magnetic subsystem, and the patient was instructed to use bg run mode with a glucometer until a replacement cgm could be obtained. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet system, consistent with an intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.